Manufacturer narrative:
No patient information provided as no patient was involved in this concern. During the onsite inspection, the medtronic representative reported that the remote desktop and detector was not ready. Visual inspected of the pax scan computer showed that an error light was on with a code 34. The back of the pax scan computer showed a green light for sync and red light for fiber. The medtronic representative removed and then reconnected the fiber connector and it still showed a red light. The rep then connected the spare fiber cable to the pax scan computer and the detector, reassembled the system, verified alignment of detector, and performed a safety inspection. A successful system checkout was performed which verified that the issue had been resolved.

Event description:
A medtronic representative reported that the system had the following message on screen: "initializing please wait..." No patient was present during the time of the reported incident.